Event description:
The customer reported going to her doctor due to low blood glucose levels in the middle of the night. The doctor had made adjustments to the basal rates, but the customer continued to experience low blood glucose levels. The doctor felt the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, and no delivery alarm tests.